Event description:
Reportedly, the ventilator stopped functioning while in use on a patient. This incident occurred after the hospital staff noticed burned smell and smoke from the ventilator. There was no alarm. The patient was switched to another ventilator. Please note that there was no serious injury for this case.